Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch rbbdrk and no non-conformances were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name and date. Can you please clarify if the needle pull-off occurs before use on patient, or during use on patient? Can you please confirm how many sutures presented the alleged issue? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. Please provide status of product return. This single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2021-06729, and 2210968-2021-06730.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle popped off the suture. When the surgeon went to straighten out the "string" so the suture could be used, the needle popped off. There were no adverse patient consequences reported. Additional information has been requested.